Event description:
It was reported that during a remote follow up, false atrial tachycardia (at) and atrial fibrillation (af) episodes were present on electrocardiograms. An in clinic visit followed where it was not possible to provoke the oversensing of the non physiologic signals. Due to the amplitude of the oversensed signals, an insulation defect was suspected. Programming changes to a single chamber discrimination was performed. There were no patient complications. The patient was stable.